Event description:
It was reported that during an attempt to implant the atrial lead the introducer was damaged and the atrial lead could not fully advance. The atrial lead was then used for vascular access and a another atrial lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).